Manufacturer narrative:
Batch review performed on 19 august 2021: lot 171736: (B)(4) items manufactured and released on 28-july-2017. Expiration date: 2022-july-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 173291. Batch review performed on 19 august 2021. Lot 173291: (B)(4) items manufactured and released on 07-sept-2017. Expiration date: 2022-aug-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed 3 years and 9 months after the primary surgery due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head, liner, and cup. Surgery completed successfully.